Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 511 mg/dl at the time of the event. The current blood glucose value was 508 mg/dl. The customer reported no symptoms related to the high blood glucose event. Troubleshooting was performed. The customer used the insulin pump system within 48 hours of the reported high blood glucose event. The auto mode feature was active at the time of the event. No further patient complications were reported. The customer continued using the pump and will not be returned for analysis. Frn-mmt-332a-rsvr, unomed-inf set, ozp-mmt-7020la-snsr. Updated summary: it was reported that the customer experienced sensor glucose (sg) versus blood glucose (bg) discrepancies. The customer reported no adverse events. The event involved product mmt-7020la the customer indicated that sg and bg values were outside the acceptable range, and it was explained that the sensor may no longer have been responding to glucose changes. Common contributing factors like insertion, site location, taping, and timing of bg entries were explained. No further patient complications were reported, and no product return is required for mmt-7020la.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.